Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of a short battery life. There was one cs 177 (low battery) warning occurring due to normal battery wear. The ez-prime steps were performed correctly. All the currents draw were within specification. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the bolus button cover was torn but still responsive to user presses.